Manufacturer narrative:
Section a4, g3: correction. Section b5, d4, h4: additional information. Manufacturer's investigation conclusion: the evaluation of the system controller log file confirmed a no external power event at the end of the file that appeared consistent with the depletion of both the external batteries and the controller's internal backup battery. A specific cause for the full depletion of the battery power supporting the system could not conclusively be determined through this evaluation; however the pump appeared to have functioned as intended. The account communicated that the patient was coding at a local nursing home and ultimately passed away. It was noted that during the disconnection of the equipment, there were no alarms. The batteries appeared to be completely drained at that time. The submitted log file contains data from (B)(6) 2020, through (B)(6) 2020. The system operated as intended until (B)(6) 2020 at 21:02:43, when a low battery advisory alarm was captured. This advisory escalated to a low power hazard alarm at 22:39:16 to indicate that less than 5 minutes of external battery power remained. At 22:46:18, a no external power alarm was captured, and the system was supported by the system controller¿s backup battery. At the end of the file, the pump speed began to go below the low speed limit. The pump appeared to have functioned as intended. According to the account, the battery depletion that led to the pump stopping caused the patient¿s death. It was also stated that the device operated as intended. The account communicated that the pump will not be returned for evaluation. The relevant sections of the device history records for (B)(6), reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2016. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and patient handbook provide important information regarding the heartmate batteries, including monitoring battery charge level and replacing depleted batteries. The heartmate ii lvas IFU and patient handbook also outline battery charge levels, the fuel gauge display, visual and audible alarms, how to respond to such events, and how to exchange power sources. These documents also explain that patients must always connect to the power module or mobile power unit (mpu) for sleeping or when there is a chance of sleep. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient death was caused by battery depletion which led to a pump stop which led to the patients death. The device was operating as intended. The pump will not be returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number: 2916596-2020-03793, related manufacturer report number: 2916596-2020-04068. It was reported that the patient was coding. After the patient passed, the ventricular assist device coordinator noted that there were no alarms after the disconnecting the equipment. The batteries were completely drained and the controller did not alarm when driveline was removed. Upon device interrogation it was found that there were low battery advisories and hazard alarms. Log file analysis showed a no external power alarm recorded on the history as well.